Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred. The target lesion was located in the left anterior descending artery (lad) and was treated with three passes of the oad on low speed and one pass on high speed. While the device was operating at high speed, a perforation occurred and cardiopulmonary resuscitation (CPR) was performed. A stent was placed, CPR was continued and medications were administered to resolve the perforation. The patient was in stable condition following the procedure.